Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the helix was bent and did not extend.

Event description:
It was reported that during the implant attempt, the helix would not deploy. The right ventricular (rv) lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.